Manufacturer narrative:
(B)(6). Updated field: b4, d4 (serial number), d9, e1 (initial reporter name), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer inspected the unit and confirmed system overheating, along with the presence of two circular spots on the upper screen. A repair order has been submitted for further service. The compressor overheating issue is a known condition addressed under fsca number 329. As part of the fsca inspection, both fans were replaced to correct the identified issue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h11. Corrected fields: h6 (medical device code, investigation findings, investigation conclusion). It was reported that during use, the cardiosave intra aortic balloon pump (iabp) experienced an overheating. There was patient involvement; however, no injury or harm occurred. The therapy was continued with another iabp. A getinge field service engineer (fse) inspected the unit and confirmed system overheating, as well as the presence of two circular spots on the upper screen. A repair order has been submitted for further service. The compressor overheating issue is a known condition addressed by fsca 329. As part of the fsca inspection, both fans were replaced to correct the identified issue.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had ¿overtemperature in the system¿ message. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields; b4, d1, d4 (catalog, serial number, UDI number), g3, g4, g6, h2, h6 (component code),h11. A getinge field service engineer (fse) inspected the unit and confirmed system overheating, as well as the presence of two circular spots on the upper screen. A repair order has been submitted for further service. The compressor overheating issue is a known condition addressed by fsca 329. As part of the fsca inspection, both fans were replaced to correct the identified issue. Also, the customer reported a display error but was unable to identify the cause. The customer has declined any repairs currently.

Event description:
N/a.